Event description:
A malfunction occurred with the pump displaying malfunction code 24, but no notable events preceded this issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.